Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced convulsions (seizures), fatigue, and a drowsy state. His family called an ambulance. He regained consciousness in the ambulance. He was about to be taken to a neurosurgery department because he was having convulsions, but he declined to go to the emergency room (ER). The patient determined that the cause was hypoglycemia, not neurosurgery. He stated that no treatment was administered in the ambulance. He said he couldn't remember the dexcom readings at the time. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. There was no information about any treatment provided. The sensor was still in place when the patient reported, and since there had been no improvement even after more than 10 calibrations. It was unknown how long the patient was admitted to the ER, but documented that the patient was not hospitalized. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.